Manufacturer narrative:
The report events were lead dislodgement, failure to deliver shock, loss of capture and inappropriate sensing. As received, a complete lead was returned in one piece. The report events of loss of capture and inappropriate sensing were not confirmed. Electrical testing was normal. Visual and x-ray examination did not find any anomalies on the lead, except for damage consistent with occurring at the time of the procedure.

Event description:
Related manufacturer reference number: 2017865-2023-72771 / 2017865-2023-72773. It was reported that the patient presented to the emergency room due to a syncopal and ventricular fibrillation (vf) episode. Upon review, the right atrial (ra) and right ventricular (rv) leads were dislodged due to twiddlers. The rv lead did not deliver high voltage therapy to treat the vf. The ra and rv lead were also sensing inappropriately and exhibited loss of capture. As a result of the inappropriate sensing, the implantable cardioverter defibrillator inhibited pacing in the left ventricular channel and failed to capture the left ventricle. Programming changes were made to allow lv capture. The patient presented to a lead revision. The ra and rv leads were explanted and replaced. The patient condition was stable.